Event description:
Boston scientific received info that multiple episodes of noise were noted on this right ventricular lead. The noise was oversensed and led to pacing inhibition, however this pt is not pacer dependent and therefore, no pt symptoms occurred. It was determined the event occurred during a medical procedure for a non-cardiac related issue. No adverse pt effects were reported. The lead remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis the review of the quality documents confirmed a regular device mfg.